Event description:
It was reported that approximately one year post angioplasty procedure in the popliteal artery, the another part of the popliteal artery was allegedly reoccluded. The current status of the patient is stable.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.